Manufacturer narrative:
This report is associated with: 2027969-2020-00026 lot hcg9062097. 2027969-2020-00028 lot hcg9050129. 2027969-2020-00029 lot hcg9050130. Results pending completion of the investigation.

Event description:
The distributor reported that a single patient urine sample had false positive hcg results on 4 different lots of the medline hcg combo cassette which was confirmed to be a negative hcg with a hospital blood test. Although requested, no further information was provided.

Event description:
Unspecified date: false positive result on 4 lot numbers of medline hcg combo cassette. Confirmatory blood test provided a negative result. Exact result not provided. No adverse patient outcomes reported. Customer states she does not believe any treatment was provided or delayed based on the false positive result. As a result 4 mdrs were filed (2027969-2020-00026, 2027969-2020-00028, 2027969-2020-00029 and 2027969-2020-00030) on 06/01/2020. On 06/09/2020, the customer provided clarification that there were false positive results obtained on three patients. Customer states their facility had four different lots in use but was unable to specify which lot was used for each of the three patients. The four potential lots are: hcg9050129, hcg9050130, hcg9062097, hcg9122090. Although further information was requested, no further information was provided. MDR's 2027969-2020-00026, 2027969-2020-00028, and 2027969-2020-00029 have been updated to reflect each identified patient event.

Manufacturer narrative:
Update to b5: additional information provided regarding the number of patients involved in the event. Customer states three patients experienced false positive results on the medline hcg combo cassette. Unable to state which of the four lots in circulation were used for each event. See MDR's 2027969-2020-0026, 2027969-2020-00028 and 2027969-2020-00029 for the three patients. Correction: please disregard emdr 2027969-2020-00030. Based on the information initially available, four emdrs were submitted as the customer alleged there were false positive results on four potential lots without further details as to the patient involvement. On 09 june 2020, additional information was made available that clarified there were three patients involved with four potential lot numbers. Emdr 2027969-2020-00026, will be updated with the information for patient 1; emdr 2027969-2020-00028, will be updated with the information for patient 2; emdr 2027969-2020-00029, will be updated with the information for patient 3. All three of the emdr's listed above will contain an investigation conclusion that includes testing on all four potential lot numbers. This MDR is not needed as there were only 3 patients involved.